Event description:
It was reported that when the patient presented in-clinic during a routine follow-up, crosstalk was noted on a stored egm. It was also reported that crosstalk was noted on an atrial capture test. No changes were made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.